Event description:
Thorascopic pda on (B)(6) baby. ¿prior to starting case, dr. Glenn fired one clip to show dr (B)(6) how clip applier works. Once trocars were in place and dissection to pda completed, clip applier was inserted with no pressure on handle. Second clip was loaded. When it loaded it prematurely began to form. Dr closed jaw, pulled clip applier out and clip then reinserted into trocar. Third clip was loaded then jaw was placed on pda and fired to close clip. Worked well. Fourth clip was loaded then jaw was placed on pda. Clip was fired and cracking or popping sound occurred. This caused cutting through the vessel. After case dr (B)(6) examined applier, fired off 3 more clips they were no longer forming.¿ patient status. ¿patient was opened to control bleeding and tie off vessel with suture. Patient is in stable condition.¿

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56. If we obtain add¿l info, which was not known or was submitted, then the supplemental report will be submitted to the FDA.